Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number (B)(4) and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
The report indicated that during a pvc (pulmonary vein contraction) ablation procedure with a qdot micro¿ catheter, the patient experienced nausea, st elevation, ventricular fibrillation, coronary artery stenosis treated with coronary artery stent. Additionally, there was low temperature and high impedance reporter. After mapping in pvc procedure, the ablation was performed to (lcc) left coronary cusp. Impedance sharply increased and the bullseye showed low temperature only at the center, so the ablation was stopped. The patient complained nausea symptoms, and st elevation was observed on ECG (electrocardiogram). After that, (vf) ventricular fibrillation occurred and (dc) direct current was performed, and (cag) coronary angiogram revealed (lm) left main stenosis. A stent was placed in the (lm) left main coronary artery, and since the vital signs stabilized, the procedure was continued. Clinical pvc was successfully terminated. During (lcc) left coronary cusp ablation, qdot micro catheter entered (lm) left main coronary artery due to respiratory fluctuations. There were no specific device errors. No actions were taken, as there were no specific device errors. After the procedure, the patient was transferred to ICU. The physician¿s assessment of regarding health hazard was non-serious (moderate/mild), and there was a causal relationship with the product. Physician's comments on the relationship between the event and the product: the catheter got stuck in the lm due to respiratory fluctuations during lcc ablation. The product was not the cause. No extension of hospitalization. There were no abnormalities observed prior/during use of the product. Medical history/other diseases currently being treated pvc. The physician¿s opinion on the cause of this adverse event was procedure. The catheter got stuck in the lm due to respiratory fluctuations. Intervention provided was stent placed in the lm. The outcome of the adverse event was improved. The patient did not require extended hospitalization. The generator did not display less than 10 degrees prior to the start of ablation. The ablation never continued beyond the cut-off value. Temperature control mode was for ablation mode.

Manufacturer narrative:
On 15-jun-2025, bwi received additional information regarding the event. The patient was discharged from hospital 3 days after the index procedure. Ablation mode and thresholds used were temperature control mode. Target temperature: 45, temperature cut off: 55, impedance cut off: max: 250o, min: 50o, delta: 100o. On 17-jun-2025, internal review from bwi identified that the b1 selection for product problem has been selected. An additional h6 medical device problem code has also been added (entrapment of device a150208). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 24-jun-2025, the product investigation was completed as the complaint device was not returned for analysis. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number 31527862l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).